Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician stated that when in the process of placing the capsule,the plunger didn't release and the capsule dropped to the stomach. The patient was not injured following the procedure.